Event description:
The patient was a terminal cancer patient and did not like the pump pocket and size 'it was uncomfortable.' The patient requested that it be removed and did not want it moved or replaced with a smaller pump. The pump was removed. The catheter was trimmed; 22cm was left in intrathecal space and tied off; the remaining catheter was removed. There was reported to be no injury. The patient recovered without sequela. The device system was delivering dilaudid, bupivacaine, clonidine, and ketamine.

Event description:
Additional information: it was reported that the bupivacaine in the mixture delivered in the pump caused motor weakness. It was noted that dose adjustments were tried and that the bupivacaine was not the cause for the explant, but pump site discomfort was reason for removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed no anomaly. Final analysis of the catheter revealed no anomaly.